Manufacturer narrative:
The pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock click in place, missing reservoir tube o-ring, cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that pieces of the pump plastic casing were broken off. The customer states the damage was located at the reservoir compartment. The customer's blood glucose level was reported to be unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.